Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned and the investigation has been completed.

Event description:
The hypothermia protocol was initiated using the thermogard xp ivtm system (B)(4) the patient was rewarmed to 37°c with no issues. During the maintenance phase, the thermogard system generated an "air trap" alarm, and the customer noted saline in the air trap chamber and on the floor around the thermogard system. The thermogard system's pump rotor stopped, and the system went into standby mode. The customer stated that 500 ml of saline got depleted. The customer attempted to clear the alarm by cleaning the leaked saline, replacing the saline bag, and re-priming the same start-up kit (suk); however, the thermogard system would not detect the presence of an air trap. The customer called zoll tech support for advice. Zoll personnel suspected a defective start-up kit and advised the customer not to replace the saline bag before the leak check per IFU. The customer replaced the suk and thermogard system to complete the therapy. The customer has disposed of the suk. No consequences or impacts on the patient.